Event description:
The consumer and health care provider (hcp) reported that the patient¿s symptoms improved after implant on (B)(6) 2016 and the next 2 days were pretty good. On (B)(6) 2016, it seemed to be losing its potency and on (B)(6) 2016 it did not seem to be helping the patient¿s symptoms and they were wet as ever. The patient experienced a loss or change of therapy. The patient¿s symptom control was not 50 percent or better. The patient did not feel stimulation and the therapy was on. The patient¿s family member had increased it to the upper limit and the patient didn¿t feel stimulation. The patient was on program 1 at 5.8v and the upper limit was 6v. There were no trauma or falls related to the issue. The patient would have a follow-up appointment on 2016-05-02. The patient¿s lead was placed at sacral nerve 3. The cause of the lack of stimulation and lack of therapy was determined to be that the patient¿s device was set to use program 1 and which program would work for a particular patient was case specific. The patient didn¿t feel stimulation at 6.5v on program 1 and 2. The troubleshooting performed was that the program was changed on (B)(6) 2016 and program 4 was determined to be effective and good. The patient had adequate stimulation and improvement of symptoms since the change. On (B)(6) 2016, the patient had pain and stimulation in the thigh and knee cap at 1.1 to 1.2v on program 3. The patient had stimulation in the wrong location due to a gradual change. The stimulation on program 4 had changed to the patient only having stimulation sensation at the right thigh at 1.7v. Impedances were ran at 1.0v and 210 pulse width all impedances were within normal limits. Impedances were reran at 1.1v and 360 pulse width and all impedances were within normal limits except pair 1 and 3 was at 11931 ohms. The hcp tested different combinations to determine if they could get stimulation into the perineum area. With case positive and 3 negative the patient felt stimulation in the leg. With case positive and 0 negative, the patient felt stimulation in the thigh at 1.0v and it was higher up the leg than case and 3. With 2 positive and 0 negative, the patient felt stimulation in the thigh at 1.9v. With 2 negative and 0 positive, the patient felt stimulation in the thigh at 3.5v. With case positive and 1 negative, the patient felt stimulation at the upper thigh/hip area at 1.7v. With case positive and 2 negative, the patient felt stimulation in the lower thigh area at 1.8v. With 1 negative and 2 positive, the patient felt stimulation in the perineum and back towards the buttocks at 2.5v. With 1 positive and 2 negative, the patient felt stimulation at the right outer thigh. With case negative and 3 positive, the patient felt stimulation in the right leg again. The nurse was going to program the patient with 1 negative and 2 positive since this was the closest the got to feeling stimulation in the perineum area based on all the testing. They would monitor to see what type of response the patient got.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.